Event description:
Customer alleges ((B)(6) (son)), bed started to fold up on its own. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1114836 rev e (jul-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's son called stating that his mother's 5310ivc bed allegedly started to fold up (raise up) on its own which frightened her. The son alleges that no one was near the bed when this happened. The son has unplugged the bed. No injury alleged.